Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor deployment, sensor wire was never inserted into body. At the time of the call, patient reported no medical intervention.